Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the exposure of outer coil at the abrasion zone.